Event description:
It has been reported to philips that the system lost all power during a case. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when the incident happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) analyzed the system onsite and confirmed that the button had been used the day before after looking over the log file. The customer has received instruction from ups support via the ups fault reset and startup procedure. Following the completion of repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.